Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review the patient underwent repair of a recurrent incisional hernia on (B)(6) 2008 utilizing ventralex mesh. On (B)(6) 2009 the patient underwent repair of a ventral incisional hernia with composix l/p. The medical records note an "old mesh" which appeared to be a "composix kugel" type mesh was identified and appeared to have somewhat "curled" up on itself. The "old mesh" outer ring was excised. There is no pathology report available and the mesh being referred to is unclear. The patient has had multiple abdominal surgeries including multiple repairs of hernia recurrences. Although there is no indication that the device may have caused or contributed to the reported event, recurrence is a known adverse reaction noted in the IFU. Additionally there is no clear indication the ventralex mesh was partially or fulled excised. See MDR 1213643-2010-00082 for information related to the composix e/x mesh implanted (B)(6) 2003. See MDR 1213643-2010-00083 for information related to the composix l/p mesh implanted (B)(6) 2009.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent incisional hernia repair with composix e/x. Multiple loops of small bowel were densely adherent to the abdominal wall. A mid serosal tear was noted. Lysis of adhesions was performed. Composix e/x mesh was trimmed to fit defect. On (B)(6) 2007 - patient underwent exploratory laparotomy with small bowel resection and repair of recurrent incisional hernia without a mesh. Extensive lysis of adhesions performed. The composix e/x mesh was divided in midline to gain access to abdominal cavity. Repair was completed using a non-bard mesh. On (B)(6) 2008 - patient underwent repair of recurrent ventral incisional hernia with ventralex mesh. On (B)(6) 2009 - patient underwent open repair of large complex ventral incisional hernia repair with composix l/p mesh and partial excision of "old mesh".